Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of dyspareunia ('dyspareunia (painful sexual intercourse)', 'dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, pelvic pain and ovarian cyst. Previously administered products included for an unreported indication: mirena from 2009 to 8-mar-2010, depoprovera and oral contraceptive nos. Concurrent conditions included incision site pain, incision site swelling, right lower quadrant pain, pelvic pain, anxiety, cervix inflammation, adenomyosis and uterine adhesions. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017, lorazepam (ativan) since 2017 and trazodone since 2018. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced the first episode of dyspareunia (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("pain/ovaries pain"). On an unknown date, the patient experienced depression ("depression"), weight fluctuation ("weight gain / weight loss"), ovarian cyst ("ovarian cyst"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the adnexa uteri pain was resolving, the depression, weight fluctuation and ovarian cyst outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, depression, ovarian cyst, pelvic pain, weight fluctuation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: insertion details - 4 quite visible on the left side and 8 quite visible on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Computerised tomogram abdomen - on an unknown date: small amount of right lower quadrant fluid suggesting ruptured follicle of adjacent right ovary.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: unilateral occlusion (right tube occluded). Ultrasound pelvis - on (B)(6) 2012: bladder dissention on two separate exams, there may be problems: with bladder emptying. This could be considered as a use tor pain. Lot number:674117 manufacture date:2009-09 expiration date: 2012-09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Events : pelvic pain, abdominal pain were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, pelvic pain and ovarian cyst. Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2010, depoprovera and oral contraceptive nos. Concurrent conditions included incision site pain, incision site swelling, right lower quadrant pain, pelvic pain, anxiety, cervix inflammation, adenomyosis and uterine adhesions. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017, lorazepam (ativan) since 2017 and trazodone since 2018. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("pain/ovaries pain"). On an unknown date, the patient experienced depression ("depression"), weight fluctuation ("weight gain / weight loss") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, depression, weight fluctuation and ovarian cyst outcome was unknown and the adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, depression, dyspareunia, ovarian cyst and weight fluctuation to be related to essure. The reporter commented: insertion details - 4 quite visible on the left side and 8 quite visible on the right side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Computerised tomogram abdomen - on an unknown date: small amount of right lower quadrant fluid suggesting ruptured follicle of adjacent right ovary. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: unilateral occlusion (right tube occluded). Ultrasound pelvis - on (B)(6) 2012: bladder dissention on two separate exams, there may be problems: with bladder emptying. This could be considered as a use tor pain. Lot number:674117 manufacture date:2009-09 expiration date: 2012-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. After internal review, company assessment for the event adnexa uteri pain (ovarian pain) was amended to unrelated, and this event was downgraded to non-serious, other event. The event dyspareunia was upgraded to serious (medically significant and intervention required) and regarded as incident. Events weight increased and weight decreased were clubbed and coded to weight fluctuation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('pain/ovaries pain') in an adult female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, depression, pelvic pain and ovarian cyst. Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2010, depoprovera and oral contraceptive nos. Concurrent conditions included incision site pain, incision site swelling, right lower quadrant pain, pelvic pain, anxiety, cervix inflammation, adenomyosis and uterine adhesions. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017, lorazepam (ativan) since 2017 and trazodone since 2018. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("depression") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the adnexa uteri pain was resolving and the depression, dyspareunia, weight increased and ovarian cyst outcome was unknown. The reporter considered adnexa uteri pain, depression, dyspareunia, ovarian cyst, weight decreased and weight increased to be related to essure. The reporter commented: 4 quite visible on the left side and 8 quite visible on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram abdomen - on an unknown date: small amount of right lower quadrant fluid suggesting ruptured follicle of adjacent right ovary. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: unilateral occlusion (right tube occluded). Ultrasound pelvis - on (B)(6) 2012: bladder dissention on two separate exams, there may be problems: with bladder emptying. This could be considered as a use tor pain. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received. Reporter information were added an updated. Date of insertion were updated. Date of removal were added. This case become incident. Lot number were added. Medical history, historical drug, lab data, concomitant drug were added. Event injury were updated to pain/ovaries pain. Event: depression, dyspareunia (painful sexual intercourse), weight gain, weight loss, ovarian cyst were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.